Event description:
The customer reported the system shuts down when the interconnector cable is moved. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened the loose connector on the power cord. System operates as intended. (B) (4)